Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse confirmed engagement issue and replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform a failure analysis. The usm was tested on an in-house system in normal mode where it failed the instruments test. The unit was also tested on a patient fixture test platform where it failed the carriage switches test. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, there were repeated engagement issues on universal surgical manipulator 2 (usm). The customer completed the procedure and contacted the intuitive surgical, inc. (Isi) technical service engineer (tse). The tse reviewed the system logs and confirmed repeated error 282. Prior to calling for support, the customer had tried to reseat the drape, install different instruments, power cycle the system, and replace the drape with no change. The isi tse walked the customer through exercising the presence pins. The customer installed a backup sterile adapter, cannula, and instrument issues and the issue persisted. The isi tse explained a field service engineer (fse) site visit would be required to resolve the issue. The procedure was completed with no reported injury.